Manufacturer narrative:
Device was used for treatment, not diagnosis a product development investigation was performed for the subject devices. One (1) recon locking aiming arm for lateral femoral entry nail-ex (part 03.010.048, lot 5774054, mfg. 06-may-2008) was returned with a complaint stating that ¿the aiming arm missing the screw nail screw holes¿. The aiming arm arrived in fairly worn condition with wear consistent with normal use. The aiming arm is used in conjunction with other aiming instruments in order to align drill bit and screws to the nail. These instruments include the aiming arm, insertion handle, connecting screw, protection sleeve, and drill sleeve. The ex nailing system provides variety of options for the aiming construct and the complaint does not specify which instruments were in use when the malfunction occurred. The complaint also does not specify which step in the process the malfunction occurred (recon, antegrade, or transverse locking). Since only the aiming arm was returned, it is not possible to determine if the other parts which interacted with the device during the complaint contributed to the misalignment. Additionally, other factors such as the patient¿s condition and physical attributes could have impacted the positioning of the instrumentation used to facilitate locking and could have potentially contributed to the complaint condition. A visual inspection, device history review (DHR), complaint history review, drawing review, and risk assessment review were performed as part of this investigation. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Part #: 03.010.048, lot#: 5774054 (non-sterile) - no non conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an initial surgery done on (B)(6) 2016 for a distal femur open reduction internal fixation (orif) the aiming arm missed the nail screw holes. The surgeon was unable to target the screw hole with the aiming arm that's when the surgeon free hand drilled instead and was then able to insert the locking screw. There was a two (2) minute surgical delay. The patient&#62688;outcome was reported as stable. Concomitant devices: insertion handle (part and lot number unknown, quantity 1), femoral recon nail (part and lot number unknown, quantity 1), drill bit (part and lot number unknown, quantity unknown), 5.0 mm locking screw 42 mm long (part and lot number unknown, quantity unknown), connecting screw (unknown part and lot number, quantity 1). This is report 1 of 1 for (B)(4).